Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 476 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The total amount of basal and bolus delivery did not correspond with what was recorded in the history files. The customer stated that she was vomiting due to an antibiotic she was taking for a tooth extraction. The customer stated that the vomiting caused the high blood glucose. Nothing further was reported.